Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red but if the pad-pak is removed and re-inserted it flashes green. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. During this time the device failed two self tests for a low battery on (B)(6) 2010 and (B)(6)2011. The problem with the device was attributed to a fault with the pogo-pins. Testing indicated that under the current flow through the pogo-pins was sufficiently reduced when the pad-pak was agitated to trigger a low battery warning. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.